Event description:
It was reported that the patient received therapy from the cardiac resynchronization therapy defibrillator (crt-d) for ventricular tachycardia and subsequently passed away on (B)(6) 2024. There was a stored event that showed oversensing/undersensing with a 26 joule shock. The patient was unenrolled in latitude, and it was not possible for technical services to review the event. Despite good faith effort, no additional information was available. It is unknown whether the device will be returned.